Event description:
Information received by medtronic indicated that the insulin pump had crack. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). S/w ver. 4.11d. Retainer ring = black. On (B)(6) 2022 the customer reported a crack on the back of the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. Pump passed the displacement test. The following were noted during visual inspection: cracked case on the battery tube side, missing piece from the right end of the display window cover, cracked middle (enter) keypad button. During testing, the middle (enter), up and go back keypad buttons had to be pressed hard at times in order to get them to respond. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion underneath the keypad domes or on any of the boards, assemblies, and the motor inside the unit. No damage noted to keypad assembly or the keypad traces, and the j1 connector on pcb1 was locked properly during visual inspection. The go back, up, left, down, and middle (enter) keypad buttons on the other hand failed the keypad voltage test. Using a digital multimeter to check for continuity, the ground trace of these buttons were connected together, and the ground trace of the right and menu keypads were connected together; however, there is a disconnect between the grounds of both groups of keypad buttons. The disconnect was traced to around the u1 ambient light sensor component. It turned out that there is a broken trace at pin 4 of u1 as seen under a microscope. In summary, the customer¿s report of a crack on the back of the battery compartment was confirmed during visual inspection. The middle (enter), up and go back keypad buttons had to be pressed hard because there is a broken trace at u1 pin 4 of the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.